Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report alarms on the insulin pump. The customer then stated, she was hospitalized for high blood glucose. The reported blood glucose reading was 352 mg/dl during the call. The customer stated she got repeated no delivery alarms and she changed the infusion set several times, but the high blood glucose continued. Nothing further was reported.